Event description:
It was reported that the patient experienced high blood glucose level event which led to cause ICU (intensive care unit) admission on (B)(6) 2026, as the patient was taking air out with empty syringe during preparation, which could lead to occlusion. The patient was treated with intravenous and fluids of saline and insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.